Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 536 mg/dl. The customer reported a severe hyperglycemia event, which was mild in nature. The customer reported blood glucose greater than 300 mg/d. The customer had no symptoms. The customer did not treat the high blood glucose level. During troubleshooting if was found the customer did not change the reservoir despite many alerts to do so. The insulin pump will not be returned for analysis.